Event description:
Pt called lfs in 2004 alleging the meter would only prompt an apply sample symbol while attempting to test. The pt reported no high or low blood glucose symptoms at the time of testing. The pt contacted their dr for advice and the pt was told to come to the office to test their blood sugar if they could not resolve the issue with the meter. No treatment was given. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.